Event description:
It was reported that the surgeon cut off the end of the cannula and used it. He/she did not want to compromise aorta by replacing the cannula. The white cap was placed over the cannula tip. But once the surgeon tried to remove the cap, it was tearing and separating, leaving a piece in the cannula. In a phone call later with the perfusionist, it was clarified that the cap broke from the cannula. The surgeon cut off the end where the cannula broke off to prevent pieces from reaching the patient.